Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis and there was no missing material. Root cause of broken pitch cable is attributed to a component failure. Upon failure analysis investigation, the instrument was also found to have a dislodged ceramic sleeve. No material was missing. The root cause of dislodged ceramic sleeve is attributed to a manufacturing issue. The instrument was found to have mechanical indentations on the edges of the distal idler pulleys and the proximal clevis. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object. The root cause of mechanical indentations on distal idler pulleys and proximal clevis is attributed to mishandling. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.024¿ - 0.213¿ in length and were not aligned with the tube axis. The root cause of scratch marks on the main tube is attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (420179-22/n10181029 752) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). Although the customer indicated that the event occurred on (B)(6) 2020; the customer confirmed that the issue was identified before installation; therefore, the information was not captured by logs on the provided event date. The instrument has 3 uses remaining. No image or video clip for the reported event was submitted for review. Based on the provided image of the instrument, the exposed wire cannot be confirmed nor determined, however, the instrument was visually inspected during failure analysis and there is sufficient information obtained to suggest that a reportable malfunction has occurred. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery spatula wire was exposed. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. No patient-related information could be provided. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue was identified prior to installing the instrument on the arm. The customer noted that the exposed wire appeared to be black, and the conductor was intact. The customer replaced the instrument immediately after identifying the issue. Relevant history and pre-existing medical conditions and tests and laboratory data were requested, but the site was unwilling to provide the information due to local regulations.